Event description:
Pain care 4200 infusion pump allegedly used in shoulder procedure on rk in 2005. Md has diagnosed chondrolysis of the shoulder. The original procedure performed in 2005 allegedly involved a 200cc unit which was filled with 0.5% marcaine pain solution. The surgeon who performed the original procedure typically would place the catheter intra-articularly. No further information is known at this time as patient has retained legal counsel. Additional information will be sought through her attorney.